Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in the hospital, infection with lead vegetation was observed on the tricuspid valve and right ventricular (rv) lead. The patient was on long standing immune suppressants for a past liver transplant. The physician did not suspect the infection was related to device system or procedure. The device system was explanted. The patient¿s condition was stable.